Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture (intraoperative). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that rupture was observed during surgery on the left side with 300cc mentor memorygel breast implant (catalog number: 3503004bc; serial number: (B)(4)). As a result, the patient was implanted with catalog number 3503004bc; serial number (B)(4).

Manufacturer narrative:
Device evaluation summary: during analysis of the device a rupture was noted in the posterior view expanding to the anterior view, measuring approximately 7.4 cm. No other anomalies were observed. During the microscope examination striations were detected in the edges of the rupture. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Manufacturer's reference number: (B)(4).